Event description:
It was reported that during recovery following implant procedure, dislodgment of the right ventricular (rv) lead was noted. The patient was brought back to the procedure room, the rv lead was explanted, and a new (rv) lead was successfully implanted. The patent was in stable condition.

Event description:
New information received indicates that on electrocardiogram (ECG) it was noted that right ventricular (rv) lead was not capturing the rv. X-ray was performed and confirmed the dislodgment of the rv lead.